Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the high voltage lead impedance had increased. During the explant procedure, the lead was found to be fixed to the suture sleeve in two places.